Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen (crrs) 3 on the echo. The patient had a known anti-e. Capture-r ready ID (crrid) testing was positive but did not match anti-e. Crossmatched 4 units on echo that were e negative units, 2 were compatible 2 were incompatible. No manual tube testing has been performed.

Manufacturer narrative:
Review of results: crrid is positive in well 2, 3+ which is negative for e, and in well 6, 2+ which is heterozygous positive for e. All other wells are negative except the positive control which is 4+. The 2 incompatible crossmatches are 1+ and equivocal with a reaction score of 6, it does appear positive with a small hole in the button and a ragged edge to the button. Cannot rule out sample as the cause of the unexpected result.